Event description:
It was reported to resmed that an atral device was displaying an error message (sf140) and had a red screen that would not resolve. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf82) related to an alarm system fault. The main circuit board was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a faulty/defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr 2179439.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an atrial device was displaying an error message (sf140) and had a red screen that would not resolve. There was no patient harm or serious injury reported as a result of this incident.